Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) - supplemental MDR - needle retraction failure (integra). Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
Material #: 305271 batch#: 2308376. It was reported that the bd integra had a needle retraction failure. The following information was provided by the initial reporter: verbatim: complaint received via email(s) attached. Rcc received a complaint via community. Pir attached. During code white situation pt required im injection, needle would not retract, needle removed and poked general service worker arm. Product code: 305271.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.